Event description:
Pt had been on dialysis for 6 yrs using a competitor's dialyzer, a non eto product-steam sterilized device. This was the second treatment for pt in one day using a co's t150l dialyzer. First treatment with a co t150l dialyzer ended with a reaction. For the second treatment, a co's t150l was utilized. The pt, again, complained of back and chest pain also shortness of breath. After 15 minutes, took pt off of the co's t150l and placed back on competitor's device.